Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't communicate with an electrode belt) was confirmed. Upon evaluation, there was contamination inside the belt receptacle. The cause of the inability to communicate with an electrode belt is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids.no adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not communicate with an electrode belt.